Event description:
It was reported that the patient was seen in the emergency room after receiving an appropriate shock for tachycardia. The episode had several shocks that did not deliver full energy which was due to the short circuit protection feature of the device. The device was able to deliver a full energy shock to convert the rhythm. The right atrial (ra) lead had recently not been sensing or capturing, so the device had been programmed to vvi mode. The ra lead was also suspected of having insulation damage. The right ventricular (rv) lead had low impedance in order to trigger the short circuit protection feature of the device and was also suspected of having insulation damage. The ra lead was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 implantable tachy lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial undersensing was confirmed; atrial capture threshold elevated at greater than 5 volts, no evidence seen of non-capture however. Atrial pacing impedance starting to trend up from 418 to 646 ohms. No indication seen of lead insulation issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.